Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was opened in the operating room to be used for catheterization and temperature control, it was found that the urination outlet was damaged, so it was decided not to use it.

Event description:
It was reported that when the drain was opened in the operating room to be used for catheterization and temperature control, it was found that the urination outlet was damaged, so it was decided not to use it.

Manufacturer narrative:
The reported event was confirmed ¿ unknown cause. The product had caused the reported failure. Sample has been evaluated and observed there was broken at the tip of the outlet tube. The broken pieces were not returned for evaluation. The complaint has been confirmed; however, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure could be defect generated at supplier's or rough handling. A review of the device labeling has been conducted for investigation purposed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, e, g, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.